Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the contrast, up, down, and ok keypad buttons were under-responsive. It was reported there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were unresponsive. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, the pump powers on with an alarm code. The display lens was found to be cracked; moisture was observed behind the lens. The display was found to be dim and discolored. The pump failed leak testing due to the display lens crack. Moisture was observed on the pump¿s internal circuit board.